Event description:
Philips received a complaint reporting a watchdog test failed error occurred on the v60 ventilator. The device was not in clinical use. There was no report of harm or other patient impact. The device did not meet specification for intended use and was removed from service. A philips authorized service provider (asp) evaluated the device and reported the vent inoperative code 100b: watchdog test failed occurred when the device was powered on. Per the latest revision of the v60 service manual, the watchdog timer was not strobed as expected within a specified timeframe. The recommended repair for the issue is replacement of the central processing unit (cpu) printed circuit board assembly (pcba). If the issue persists, replacement of the motor control (mc) pcba, and then the flow sensor assembly. The asp ordered the necessary parts. The investigation is ongoing.

Manufacturer narrative:
A service engineer (se) reported that the central processing unit (cpu) board, and motor control (mc) board were replaced. The se then reprogrammed the software options and programmed the ventilator serial number and power on hours. The device was then powered on and passed the pre operation check. No error codes were displayed on the device.

Manufacturer narrative:
A service engineer (se) reported that the central processing unit (cpu) board, and motor control (mc) board were replaced. The se noted that flow sensor assembly is on order. The investigation is ongoing.